Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 6.0 x 200, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 25 atmospheres, the balloon burst. The balloon split when the physician removed the balloon catheter. The procedure was completed with a different device. There were no patient complications reported.